Event description:
Event: unresolved type I endoleak. Case details: stents were placed in the superior attachment system and both limbs to treat a type I endoleak. Final angiogram demonstrated a superior and inferior type I endoleak.